Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the reported incident was resolved on the call. If the issue persists, a new complaint will be generated and the unit will be returned for further evaluation.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.